Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose levels ranging between 300-520 mg/dl. The pump settings were adjusted to address blood glucose level. The customer alleged that the pump did not deliver insulin as intended. No additional patient or event information was provided.